Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Certification of analysis was reviewed and no inconsistencies were noted in the strength of the suture. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when pulling back on the angio-seal device system to deploy, the suture broke in between the collagen and foot plate. Foot plate did not travel down the leg. Additional information was received on 26april2021: procedure was an intervention of distal superficial femoral artery (sfa) and popliteal artery. Sheath size was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram performed. Patient was in stable condition. There was no injury or medical intervention required for the patient. Testing was done to conclude foot plate did not travel down leg by ultrasound doppler. Hemostasis was achieved by manual compression.